Manufacturer narrative:
The reported unit was returned and evaluated. The unit was unable to be functionally tested and found to not start. A visual evaluation of the unit components found the flow knob loose and the water trap not installed on the unit. The multi-relay was replaced and a water trap was installed. The unit was calibrated and then returned to the customer. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A review of the service history found that the reported device was regularly returned for overhauls according to our recommended intervals. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the user manual indicates the performance verification procedure is intended to be performed in hospital by qualified technical personnel, and should be performed at least once per month or more frequently if desired. A warning states, "if the ventilator fails to meet any design specifications, it should be removed from use." And "factory service should be performed at 2 year minimum intervals".

Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
It was reported that during regularly scheduled testing, "the unit states it does not 'turn' on consistently and when it does cut on does not function properly." No patient involved.